Event description:
The customer reported that she was hospitalized for diabetic ketoacidosis, with blood glucose levels greater than 700 mg/dl. The customer treated by bolusing, but her blood glucose level remained elevated. The customer's doctor wanted the insulin pump replaced. No troubleshooting was performed. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.